Manufacturer narrative:
(B)(4). Concomitant product(s): - unknown head, unknown liner, unknown cup. Report source - (B)(6). It is unknown if the device is returning for analysis; however, once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for a revision surgery due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.